Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to elevated blood glucose (bg) level of 600 (mg/dl). The customer had delivered a correction bolus prior to being hospitalized. The customer stated they did not believe the pump or pump supplies were related to the elevated bg level however they were unsure of the suspected cause. While in the hospital the customer received insulin intravenously. The customer was released from the hospital 3 days later.